Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection, a sureform 45 curved tip stapler with a blue reload misfired, resulting in tissue bunching and tissue becoming stuck between the open instrument jaws. The issue occurred on the third fire while stapling the lung parenchyma of the fissure. To remove the instrument, the surgeon had to cut the tissue around the jaws and use cautery to address the injury. The instrument had been inspected prior to use, with no abnormal findings observed. No system errors or alarms were noted. The tissue involved had not been exposed to chemotherapy or radiation, showed no calcification, and was not under tension. No buttress material was used, and the stapler was not fired over an existing staple line or obstructions. There was no failed or partial fire. Tissue was not pushed forward/dragged during the firing. The stapler jaws did not open during the firing sequence, and staples were not unexpectedly deployed. The reload blade was not exposed. There were no clamping issues prior to firing. There were no holes, or gaps and no missing staples seen. There was no bleeding reported. The procedure was completed robotically. As a result of the event, the patient required a chest tube placement for 18 days and a prolonged hospital stay of 19 days but was ultimately discharged in good, stable condition. The product was not available for return.